Event description:
It was reported that a remote transmission was sent to clinic noting that the patient had automatic mode switch episode. The ams episode was due to oversensing of ventricular events on the atrial channel. The patient was asymptomatic. As only one such episode was observed, no changes were made and the patient was closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.